Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a cuff miss occurred during attempted suture placement in the common femoral artery using the perclose technique prior to an abdominal aortic aneurysm procedure (aaa). Another closure device was used for successful suture placement. The aaa procedure was completed and hemostasis was achieved with the second closure device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for investigation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incident in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality deficiency. The proglide device was used in a mildly calcified vessel and per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site.